Event description:
The patient used the suspect device to check the pt's blood glucose and obtained a result of 169mg/dl. The pt was feeling clamy with no energy, so the pt called the pt's doctor. The pt was instructed to go to the ER. The ER used their own blood glucose meter to check the pt's blood glucose and the result was 52mg/dl. The pt was given dextrose, sugar water and food. Glucose control solutions were not in use on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.